Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was not charging the battery such that they got a low battery indication while in use on a patient. There was no impact to the patient.